Event description:
It was reported that during a surgery, a part of a connector broke when the surgeon tighten it finally. The surgeon used other one and finished the surgery.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the device was confirmed by the stryker rep to have fractured during surgery resulting in no delay in surgery. Manufacturing records were reviewed and no manufacturing anomalies were reported. Conclusion: the plausible root is not determined and multifactorial due to lack of parts returned.

Event description:
It was reported that during a surgery, a part of a connector broke when the surgeon tighten it finally. The surgeon used other one and finished the surgery.